Event description:
Report received of bleed back into the line of an open system. The customer reported that the hard plastic piece next to the stopcock snapped, leaving the arterial line open. The pt reportedly lost approximatley 30cc of blood. There was reported adverse pt effect.